Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited an inappropriate heart rate increase and the patient experienced palpitations. The issue was resolved by reprogramming the device.